Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette portion of the tubing set. Pt was in treatment. Upon removing the tubing set, solution was found leaking out of the cassette portion of the tubing set. The origin of the leak was identified to be on the membrane portion of the cassette. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is confirmed. The lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.